Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy procedure, they start operation with one device, when it was broken (one jaw ¿movable¿) they open another one it broke, too, broken jaw piece fell into abdominal cavity however, was found and taken out with dissector device. They finished with reusable bipolar from a non medtronic device. There was no patient injury.